Event description:
It was reported that the patient did not activate the temp target on time which the health care professional (hcp) had instructed to use in the morning on (B)(6) 2026. The patient experienced low blood glucose level which was managed by drinking juice.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.